Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.0/+1.0/099 diopter, in the patient's left eye (os) on (B)(6) 2017. The reporter indicated the lens had low vaulting and lens rotation. The patient complained of blurry vision. The lens remains implanted.

Manufacturer narrative:
The reporter stated that the exchange is likely to be in (B)(6) 2018. Work order search: no similar complaint type events were reported for units within the same lot. Report source: user facility is incorrect, should be distributor. (B)(4).